Event description:
It was reported via the stryker facebook page, "had a stryker rt hip replacement on (B)(6) 2008. Fractured around the head on (B)(6) 2023. Total revision on (B)(6) 2023. The surgery triggered an autoimmune disease which I'm still recovering from and had never heard of. Myasthenia gravis."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.